Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed via product analysis. Investigation conclusion: based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during a pulse field ablation procedure, a farawave ablation catheter was selected for use. During the procedure, no water came out from the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a farawave ablation catheter was selected for use. During the procedure, no water came out from the catheter. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.